Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the patient came to doctor with right knee pain due to subluxation which made it loosen. X-ray showed subluxation bone quality. Patient had a revision of right scorpio knee. Doctor took out base plate and insert and replaced with new tibial stem and new poly.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the patient came to doctor with right knee pain due to subluxation which made it loosen. X-ray showed subluxation bone quality. Patient had a revision of right scorpio knee. Doctor took out base plate and insert and replaced with new tibial stem and new poly.